Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode i.e. Short circuit between two implant channels is present. However, the cause for the damage cannot be determined. The device remains implanted and in use as 11 channels are functional.

Event description:
The patient has a short circuit between electrode channels 1 and 8. The electrode channel 8 was deactivated. A CT scan revealed the electrodes within the cochlea. The clinic will continue to monitor the left implant at this time.

Event description:
The patient has a short circuit between electrode channels 1 and 8. The electrode channel 8 was deactivated. A CT scan has been recommended.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.